Manufacturer narrative:
The company representative examined the system and was unable to duplicate the customer reported event. The communication cable was replaced for diagnostic purposes. The system was then tested and met all product specifications. The company representative reviewed the system's operation with the staff. The communication cable was returned and a visual assessment of the returned sample did not reveal any nonconformity. The communication cable was inspected and was found to be continuous with no shorts between any of the conductors. The communication cable was then installed into a calibrated system between the host module and the air/fluid controller printed circuit board assembly (pcba). The system was powered on and was able to boot-up and communicate between modules without any nonconformity or abnormal conditions. The returned communication cable passed all functional testing and met specifications. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined. (B)(4).

Event description:
A customer reported two system messages displayed during surgery, which resulted in the system being rebooted to complete the case. The customer indicated the system was not performing as well as expected after reboot. There was no harm to the patient. Additional information received from the patient's attorney indicated on (B)(6) 2012, during a vitrectomy and intraocular lens implant (iol) surgery, the system shut off without warning. The surgeon and staff contacted the manufacturer for troubleshooting and was able to get the system to reboot and run again. It is reported that the surgeon changed his plan midway through the procedure and decided on complete insertion of the lens in a different way. The lens did not stay in place, which necessitated the need for a second surgery. The case on (B)(6) 2012 was reported to take three hours longer to complete than expected. After the surgery, the patient experienced headaches, corneal swelling, unable to look at light, halos and colored lights, unable to see tv, and depression. According to the patient's medical records from the patient's attorney, the patient's preoperative diagnosis on (B)(6) 2012 was cataract fragments with dislocation / subluxation of iol, in the left eye. Based on all received documentation, the lens subluxation had occurred prior to reported event. The patient underwent an additional surgery on (B)(6) 2012 for reposition of iol due to subluxation.